Manufacturer narrative:
Lot review: a review of the mfg. Lot database for lot# 3293931 (mfg. Date 07/2016) shows 28000 units were mfgd., tested, inspected, and released.

Event description:
Complaint received reporting leakage issue with one (1) d1000 tego connector; lot# 3293931. The report states, blood leak of the tego cap during dialysis. No adverse patient consequences reported.